Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation. Initial report, follow up will be sent after evaluation.

Event description:
Blades are snapping really bad. One of the girls found an old blade and compared it to a new one and the old ones are a lot thicker, so they don't break as easy.